Event description:
It was reported that an implant at tooth site # 26 was removed due to an infection. The doctor reported that the implant was placed with a sinus lift on (B)(6) 2023. A hybrid prosthesis was placed on (B)(6) 2023. In 2025, the patient presented with pain, inflammation, and thread loss. The hybrid prosthesis was removed and the implant was extracted.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.